Manufacturer narrative:
Findings: failed battery test due to corroded battery tube. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window.

Event description:
It was reported that the customer had a cosmetic damage on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer stated that there is crack on grooves where battery cap screws on of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan.